Event description:
It was reported that a female patient who underwent an unspecified breast surgery with a mentor memorygel, 375cc silicone breast implant experienced left-sided rupture intraoperative. The report indicated that the implant was never used, when taking it from the new box the surgeon observed that the implant was broken and had the gel out". Surgeon reports in video that: "the implant is completely broken. The seal is intact. We were implanting it and it burst. No adverse event nor patient consequences reported.

Manufacturer narrative:
Devices video evaluation completed on march 08, 2024. Upon visual evaluation of the video provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture; mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on march 21, 2024.. Device evaluation completed on march 25, 2024. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 375cc breast implant was found to have an area of missing material measuring approximately 0.4 x 0.3 cm within a tear on the anterior view measuring approximately 1.4 cm. Microscopic examination was performed on the edges of the tear and the missing material, no parallel striations were found in an area of the tear and the missing material. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument during the implantation. The product insert data sheet cautions not to allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device during the implantation. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).